Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the remote user interface control panel was defective. The panel was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9900 displayed the error message "joystick stuck" making the system inoperable. There was no adverse patient involvement reported. There was no patient information reported.